Manufacturer narrative:
Complaint confirmed, a fragment of ar-1380tc was returned. The fragment is heavily deformed and no feature could be measured due to the deformation and damage observed. The cause of the event remains undetermined, however likely causes include improper bone prep; prying/leveraging the device during insertion; shallow driver engagement depth.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery with patellar tendon the device broke during implantation. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. A button was used instead of the screw for tibial fixation. It was not necessary to do a second surgery.